Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the spinal cages will not attach and stay secured to the inserter. No delay to surgery time and no patient harm reported. This complaint involves one part. Concomitant devices reported: applicator outer shaft (part #03.812.001, lot # 9366551, quantity #1), applicator knob (part # unknown, lot # unknown, quantity #1), spinal cages (part # unknown, lot # unknown, quantity # unknown). This report is 1 of 1 for (B)(4).